Event description:
It was reported that for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath and a versacross connect for faradrive was used to cross the septum. The sheath was used to map the left atrium with continuous flush and a non-boston scientific (bsc) mapping catheter. After the mapping catheter was removed, and before insertion of the farawave non-nav catheter, it was not possible to aspirate any fluid through the faradrive sheath. A guidewire was inserted to keep the transseptal access and the sheath was removed. The sheath was flushed outside of the body and the nurse noticed blood cloths exit the sheath. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of loss of aspiration. The sheath passed all leak testing and microscopy did not reveal any damage to the valves. We have additionally determined that the reported thrombosis is a known inherent risk of use of this device. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of loss of aspiration that could lead to thrombosis is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported loss of aspiration. No problem detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves. Additionally, thrombosis is a known inherent risk of the faradrive device and is an expected procedural complication addressed within the instructions for use (IFU) for the faradrive sheath.

Event description:
It was reported that for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath and a versacross connect for faradrive was used to cross the septum. The sheath was used to map the left atrium with continuous flush and a non-boston scientific (bsc) mapping catheter. After the mapping catheter was removed, and before insertion of the farawave non-nav catheter, it was not possible to aspirate any fluid through the faradrive sheath. A guidewire was inserted to keep the transseptal access and the sheath was removed. The sheath was flushed outside of the body and the nurse noticed blood cloths exit the sheath. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.